Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during basal and bolus delivery. The customer would changed the site and if the alarms continued, the cartridge and infusion tubing would be changed. The customer's blood glucose (bg) was in the 300 mg/dl range and a correction bolus was delivered to address the bg level. As the alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. Reportedly, the customer used the humalog insulin in the cartridge for 5 days.